Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, three (3) photographs of the sample was provided for evaluation. The photographs were reviewed and white particulate matter inside the fluid path of the tubing was observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: vantive healthcare - mountain home: 1900 n highway 201 mountain home ar 72653 united states. Vantive healthcare - dominican republic: carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white debri in the patient line of an unspecified cassette. The debris was identified after initial drain and fill of peritoneal dialysis therapy. The patient drained and disconnected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.